Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the wrench was not able to set into the set screw in the header of the implantable cardioverter defibrillator (ICD). It was noted that the set screw appeared to have shifted so it was not seated into the correct spot, therefore the wrench was not able to engage and screw down the set screw. The ICD was removed and a new ICD was implanted to complete the operation. No patient complications have been reported as a result of this event.